Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported by the patient's attorney as a result of a legal claim that the patient was implanted with an lfit anatomic cocr v40 femoral head on (B)(6) 2008. It is alleged that the patient received a letter from upmc on (B)(6) 2018 informing him of the voluntary recall for potential defects of said implants and that he should come in for testing. He has been revised on unknown date.

Manufacturer narrative:
Reported event: an event regarding revision involving an unknown stem was reported.¿the event¿ was not¿confirmed. Method & results: -device evaluation and results: not performed as product was not returned.¿ -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion:¿ the exact cause of the event could not be determined because insufficient information was provided.¿ additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.¿¿ ¿ product surveillance will continue to monitor for trends.¿ ¿ corrective action/preventive action:¿ no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : device not returned.

Event description:
It was reported by the patient's attorney as a result of a legal claim that the patient was implanted with an lfit anatomic cocr v40 femoral head on (B)(6) 2008. It is alleged that the patient received a letter from upmc on (B)(6) 2018 informing him of the voluntary recall for potential defects of said implants and that he should come in for testing. He has been revised on unknown date.

Manufacturer narrative:
Reported event: an event regarding limb length discrepancy involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity review the documentation regarding pers. This included the product inquiries, implant record from the left hip primary surgery, an operative note from the revision left tha,.an implant record from the right primary tha and an operative report of a revision right tha. The event description from both product inquiry summaries stated: it was reported by the patient's attorney as a result of a legal claim that the patient was implanted with an lfit anatomic cocr v40 femoral head on (B)(6), 2008. It is alleged that the patient received a letter from (B)(6) on (B)(6), 2018 informing him of the voluntary recall for potential defects of said implants and that he should come in for testing. He has been revised on unknown date. In the operative report for the left tha the surgeon notes that the hip was being revised primarily for leg length discrepancy with the operative leg being shorter than the right. Secondarily there was concern regarding the lfit cocr femoral head being on recall. A work up was undertaken and cobalt and chromium serum levels were not significantly elevated. A mars MRI showed no evidence of fluid. The cocr head was revised to a biolox delta ceramic head of greater offset with a titanium sleeve. In the operative report for the right hip the surgeon notes that the patient was completely asymptomatic but wanted the cocr head exchanged due to the recall. During the surgery acetabular liner wear was noted and along with the head exchange the worn liner was removed and a new liner implanted. Bilateral staged tha revisions related to the recall of the lfit cocr heads is confirmed. No mechanical or biologic issues related to the cocr heads were reported in the documentation provided. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant indicated: I have had the opportunity review the documentation regarding pers this included the product inquiries, implant record from the left hip primary surgery, an operative note from the revision left tha,.an implant record from the right primary tha and an operative report of a revision right tha. The event description from both product inquiry summaries stated: it was reported by the patient's attorney as a result of a legal claim that the patient was implanted with an lfit anatomic cocr v40 femoral head on (B)(6), 2008. It is alleged that the patient received a letter from (B)(6) on (B)(6), 2018 informing him of the voluntary recall for potential defects of said implants and that he should come in for testing. He has been revised on unknown date. In the operative report for the left tha the surgeon notes that the hip was being revised primarily for leg length discrepancy with the operative leg being shorter than the right. Secondarily there was concern regarding the lfit cocr femoral head being on recall. A work up was undertaken and cobalt and chromium serum levels were not significantly elevated. A mars MRI showed no evidence of fluid. The cocr head was revised to a biolox delta ceramic head of greater offset with a titanium sleeve. In the operative report for the right hip the surgeon notes that the patient was completely asymptomatic but wanted the cocr head exchanged due to the recall. During the surgery acetabular liner wear was noted and along with the head exchange the worn liner was removed and a new liner implanted. Bilateral staged tha revisions related to the recall of the lfit cocr heads is confirmed. No mechanical or biologic issues related to the cocr heads were reported in the documentation provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that the patient was implanted with an lfit anatomic cocr v40 femoral head on (B)(6), 2008. It is alleged that the patient received a letter from (B)(6) on (B)(6), 2018 informing him of the voluntary recall for potential defects of said implants and that he should come in for testing. He has been revised on unknown date. Update as per med review comment 21 march 2022. In the operative report for the left tha the surgeon notes that the hip was being revised primarily for leg length discrepancy with the operative leg being shorter than the right. Secondarily there was concern regarding the lfit cocr femoral head being on recall. This pi is for the left hip.